Event description:
It was reported that stent inadvertent deployment occurred. A 6x60x120 epic vascular stent was selected for use. However, during preparation, it was noted that the stent came off the stent delivery system. There were no patient complications reported.